Event description:
Additional information received from a healthcare provider and patient via a manufacturer representative (rep) indicated that the pump had been flipping in the patient's pocket and, therefore, the pump segment became pinched off. The pump segment was replaced as well as 5.5cm of the spinal segment with a new pump segment and the catheter aspirated perfectly thereafter. The replacement occurred on (B)(6) 2025. The customer refused return of the device. Environmental, external, or patient factors that may have led or contributed to the issue were not applicable. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The pump was used to deliver dilaudid (hydromorphone) 0.5mg/ml at 0.024mg/day. The patient's weight and medical history were asked but were unknown. Additional information received from the patient on (B)(6) 2025 indicated that "it was locked up and they had to put in a new catheter". The patient spoke to their doctor on (B)(6) 2025 and was told that the pump should be working.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer (con) stated since implanting, the pump was never anchored. It has been moving around, flipping and was bulging out. She wanted to know if mdt can provide to her a belly band to help keep the pump from sticking out. The patient mentioned that because the pump was flipping and moving, she had to have the catheter replaced in (B)(6) 2025.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2023; explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 10-may-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine 25 mg/ml, marcaine via an implantable pump for unknown indications for use. It was reported that the catheter was occluded, and side port access failed. There were no known environmental/external/patient factors that may have led or contributed to the issue. Action/intervention: catheter revision waiting to be scheduled. Outcome: the issue as not resolved. The hcp has no further information for medtronic. The patient was alive and no injury.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that a clinical specialist attended the catheter revision. The catheter was coiled in the pocket and unable to aspirate. A pump segment revision piece was exchanged. The pump was resecured in the pocket the patient was receiving therapy without any further complaints.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2023, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a company representative (rep) stated that the device was protruding at the implant site but it was not exposed. It was not determined why the catheter could not be aspirated.